Manufacturer narrative:
Pending investigation. Concomitant medical products: 3907741 02-010-01-0230 - logic femoral ps cem left sz 3, 3804265 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm, 4013163 02-012-41-3030 - logic tibia traptray cem sz 3f/3t, 3946098 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, 4059977 200-02-35 - three peg patella 35mm, 4060100 200-02-35 - three peg patella 35mm, recall (if recall number is given) or correction/removal number: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2015. In late 2019 the patient began experiencing pain, swelling, and instability in her left knee. An MRI performed on (B)(6) 2022 demonstrated "debris-containing synovial expansion is noted consistent wit polymeric wear."

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pending revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear.

Manufacturer narrative:
Related: MFR#1038671-2024-02532 report 2 of 2. H11. Additional manufacturer narrative- additional information added. Report 1 of 2. Pending updated investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.